Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and image review. The tulip filter was placed in an infrarenal location without evidence of significant tilt or intermediate perforation. 375 days after placement there was still no tilt, but a grade 2 interaction of one primary leg and 3 grade 1 interactions present. The patient was asymptomatic. The exact reason for the perforations is unknown, but vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (B)(4) patient ¿ (B)(6) grade 2 filter leg interaction with ivc wall. On (B)(6) 2016, the patient had a günther tulip® filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 19.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 18.2 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 11.8 degrees. On the same day, the post-procedure x-ray was completed and revealed no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Analysis of the post-procedure x-ray reported no fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt in oblique view was 5.2 degrees. On (B)(6) 2017 (100 days post-procedure), the three-month follow-up clinical assessment was performed and a filter retrieval procedure was not scheduled. On (B)(6) 2016 (186 days post-procedure), the 6-month telephone assessment was performed. Since the last contact, the patient had no experienced a reportable event. On (B)(6) 2017 (375 days post-procedure), the 12 month follow-up clinical assessment, CT of the abdomen and pelvic with intravenous contrast, x-ray, and ultrasound were completed. The filter was not scheduled to be retrieved. The CT revealed no evidence of filter embolization and a grade 2 filter leg interaction with the ivc wall. The ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or lower extremity veins. The x-ray revealed no evidence of filter fracture, embolization, tilt, or migration. Analysis of the 12 month follow-up CT, ultrasound, and x-ray is not yet available. Patient outcome: the patient remains in the study.